Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the unexpected restart error test, prime or compromised force sensor system alarm test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion alarm due to motor error alarm. No unexpected missing segment or partial display anomalies noted. Device passed self test. Device received with severely scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call for high blood glucose and partial display. The customer¿s blood glucose was over 600 mg/dl at the time of the incident. Customer stated that insulin pump alarm no delivery once at night and once while he's awake. Customer stated that he can barely see the screen, filmy or foggy, dullness on screen. Customer is reporting a past event. Customer reports alarm occurred during manual prime. Customer reported that event was resolved by changing complete set (infusion set and reservoir). Customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.